Event description:
The target lesion was right internal carotid artery (rca). The pt was male. There was no vessel tortuosity and the rate of stenosis was 84.7%. No info about calcification. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (3.5mm/8atm, brand unk) and post-dilatation (5.5mm/10atm, brand unk) were performed with balloon catheter. During the procedure, the pt developed no re-flow and hypotension. Etilefrine hydrochloride was administered for hypotension and the blood pressure returned to normal. This was occurred due to carotid sinus reflex by stent placement. For the no re-flow, the blood around the target lesion was suctioned for 60cc with an aspiration catheter (details unk) and the flow returned to normal. When the physician attempted to remove the angioguard from the pt's body, the pt developed a stroke with symptom of complete paralysis on his upper left limb. Edaravone and ozagrel sodium were administered. Upon removal of the angioguard, it was noted that the filter basket was clogged with debris. Cerebral infarction on the ipsilateral side was confirmed by angiography and MRI. Currently, mild paralysis (skilled motor activities disorder) remains, though the pt has been making a great recovery.

Manufacturer narrative:
According to the physician, when the aspiration catheter was being advanced to the lesion for treatment of the no re-flow, the contrast media was found flowing distal to the angioguard basket. He believes that the aspiration catheter might have gone through the filter basket. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report# 1016427-2009-00185.